Event description:
The user facility reported via medwatch report (B)(4). "This was a failure of equipment, specifically the carr-locke injection needle 25 ga steris brand. When instructed to bring needle out, needle was pushed out and worked properly, but when needle was attempted to be brought back in, the needle stayed out despite luer-lock device being fully disconnected." The procedure was completed successfully with another injector needle. No report of injury.

Manufacturer narrative:
The carr-locke injection needle subject of the reported event is not available for evaluation. Without the r eturn of the device a root cause cannot be determined. Steris offered in-service training on the proper use and operation of the carr-locke injection needle however, the user facility declined. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.